Manufacturer narrative:
Voluntary report form: (B)(4).

Event description:
Information was received that a smiths medical medfusion syringe pump was programmed to infuse potassium over one hour, but infusion was completed in 15 minutes. No patient injury resulted.